Manufacturer narrative:
Follow-up #1 date of submission 11/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings:the keypad was found to be torn near the contrast button. Evaluation revealed that the ok keypad button was intermittently responsive. The up arrow, down arrow, and contrast keypad buttons were unresponsive. There was evidence of keypad contamination found under all button key contacts.

Event description:
On (B)(6) 2013, it was reported that the ok keypad button was intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.